Event description:
Patient reported implant rupture confirmed by MRI. Status of the device is unknown. This relates to the right side.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported implant rupture confirmed by MRI. Device was explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Event description:
Patient reported, implant rupture. Confirmed by MRI. Device was explanted. This relates to the right side.